Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that interrogation of the device was performed due to the patient having low heart rates. It was noted that the lead was experiencing loss of capture, intermittent sensing, and the lead had dislodged. The physician elected to explant the lead and replace it with a longer, active fixation lead, on (B)(6) 2021. The patient was stable.